Event description:
Completed lab draw on patient and could not activate the retraction of needle, I had pull needle from patient and use 2 hands to activate needle retraction. Prior to removing, the attempts to squeeze lever caused additional pain to patient. Removing exposed needle from patient is dangerous to patient and tech manufacturer response for vanishpoint retractable needle, vanishpoint (per site reporter). MFR sent clinical rep along with territory manager, will be sending trainers next week.